Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the occlusion test at 45.7psi. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was confirmed. The root cause is the dso sensor. Replaced the dso sensor to correct the problem. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.